Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause for the rust observed on the air/water cylinder is attributed to a component failure. For the white residues found on the channel insertion tube side, the most probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service technician identified that the air/water cylinder was rusted and white residue was present in the channel on the insertion tube side. There was no patient involvement.